Event description:
Erroneously elevated troponin (accu tnl) result that was generated by the synchron lx I 725 instrument. An initial accu tnl result of 14.0ng/ml was reported out of the lab. The customer indicated that the patient original sample was re-tested for accu tnl and the result was within "normal range". The actual result was not provided. No additional information reagrading this event was provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.